Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "looked misshaped."

Event description:
Healthcare professional reported via company representative that "the physician was removing the implant from the patient it tore" and "looked misshaped". The device has been explanted and replaced.

Event description:
Healthcare professional reported via company representative that "the physician was removing the implant from the patient it tore" and "looked misshaped". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, via company representative. That, "the physician was removing the implant from the patient it tore". And "looked misshaped". The device has been explanted and replaced.